Event description:
It as reported that while the device was attached to the patient, the pressure tubing became detached from the solvent bond joint at the three way stopcock on the patient's side, blood loss did occur. There are no patient complications reported.

Manufacturer narrative:
One single dpt vamp adult kit was received for evaluation. The examination revealed that the pressure tubing became detached from the reservoir stopcock solvent bond joint. The tubing was bent near the point of detachment. There were indications of bonding solvent visible at approximately 50% of the tubing bond area. There was no residual bonding solvent present at the reservoir stopcock tube housing. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The reported event was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.